Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) hospital. Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic variceal ligation (evl) procedure to treat gastric varices performed on (B)(6), 2024. During the procedure, after the ligator was placed onto the scope, the bands automatically deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the stomach to treat gastric varices ; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic variceal ligation (evl) procedure to treat gastric varices performed on (B)(6).2024. During the procedure, after the ligator was placed onto the scope, the bands automatically deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 9, 2024: the speedband superview super 7 was used in the esophagus to treat esophageal varices. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1:(B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block a2 (age at time of event), block a4 (weight), block b5, and block h6 (device codes) have been updated based on the additional information received on october 9, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic variceal ligation (evl) procedure to treat gastric varices performed on (B)(6) 2024. During the procedure, after the ligator was placed onto the scope, the bands automatically deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on october 9, 2024: the speedband superview super 7 was used in the esophagus to treat esophageal varices. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device was returned with the ligator housing without any bands and the ligator housing teeth were found in good condition. The handle had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands premature deployment cannot be confirmed during the product analysis since this problem can only be seen during the procedure. Upon analysis, the returned ligator housing had no bands attached, the ligator housing teeth were found in good condition, and the handle had marks of the trip wire indicating that it was secured. Based on the available information and the product analysis of the returned device, it did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.